Event description:
Per the clinic, in (B)(4) 2011 (specific date not reported), the patient developed inflammation and hypertrophic scarring around the implant site. The patient was treated with cefzil (dosage and duration not reported) as well as with injections of kenalog (dosage not reported). During exam on (B)(6) 2013, it was reported that the health care provider observed skin overgrowth around the abutment, mild erythema and induration with some purulent drainage. The patient was prescribed a ten day course of augmentin (dosage not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.